Manufacturer narrative:
Plate has minor scratching on the surface but is in good working condition additional mdrs for this event: 3025141-2019-00297 follow up 1: screw 1; 3025141-2019-00301 follow up 1: screw 4; 3025141-2019-00302 follow up 1: plate 2; 3025141-2019-00303 follow up 1: screw 5; 3025141-2019-00305 follow up 1: screw 7; 3025141-2019-00306 follow up 1: screw 8; 3025141-2019-00308 follow up 1: screw 10.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00297: screw 1. 3025141-2019-00298: screw 2. 3025141-2019-00299: screw 3. 3025141-2019-00300: screw 4. 3025141-2019-00302: plate 2. 3025141-2019-00303: screw 5. 3025141-2019-00304: screw 6. 3025141-2019-00305: screw 7. 3025141-2019-00306: screw 8. 3025141-2019-00307: screw 9. 3025141-2019-00308: screw 10.

Event description:
An aculoc 2 vdr plate was implanted in the patient on (B)(6) 2017. At some point post op, four screws broke. The plate and screws were replaced in a revision surgery on (B)(6) 2019.